Event description:
It was reported that the micro sagittal saw heated up during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage and worn components were discovered upon disassembly.